Event description:
It was reported to the manufacturer by the facility (regency place nursing and rehab), per the facility the cna was in the resident's room adjusting the bed. She bumped into the frayed electrical cord on the control unit and received a mild shock. She fell back and hit her head on the wall. The cna was taken to an after hours clinic complaining of headaches. The cna has returned to work. Complaint number (B)(4) was entered our system to retrieve the control unit for evaluation.